Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog, primary audible alarm post and the base was not responding. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the problems were all found during annual preventive maintenance checks; there was no patient injury. One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed evidence of base no responding, primary audible alarm, and acu watchdog messages. To further investigate, a power up test was performed. Customer problem was not duplicated. It was determined that the issue was partly caused by user error. Boot loader software down loaded from 1.2 to 1.1. Repair was not needed for the reported issue. The speaker was replaced as preventative measures.